Manufacturer narrative:
Corrected information: h6 (B)(4).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04912. It was reported that the patient presented in clinic for device check post generator change. The atrial lead exhibited noise resulting in auto mode switch episodes (ams). It was noted that the patient had a history of high capture thresholds on both the atrial lead and right ventricular lead. The patient was in stable condition. No intervention was performed, the patient will continue to be monitored.